Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver would vibrate and then make a loud beep when the middle button is pressed. It was stated that no error message was displayed. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Receiver data logs were downloaded and reviewed, finding a screen error alarm. Based on the finding of a screen error alarm this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.